Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 11 months ago. The pt had a prior open abdominal aortic aneurysm repair with an aorta-bi-fem graft, the common iliac arteries were extremely narrow bilaterally measuring 8mm outer lumen and the inner lumen was 5-6 mm prior to evar. Each common iliac artery was extended with an additional 14mm x 5.5cm extension stent graft. It was reported the pt presented with a totally occluded right common iliac artery of the endovascular stent graft that was implanted 11 months ago. The occlusion was attributed to an area of the vessel that most likely had a lot of graft in graft overlapping. At the time the decision was made to consider performing a thrombectomy and to place bare metal stents bilaterally. The pt was brought back at a later date and an attempt to de-clot the occlusion was unsuccessful; however, the pt was asymptomatic and has collateral flow down the limb. The discission was made to follow the pt. No additional clinical sequelae were reported.

Manufacturer narrative:
Eval codes, results and conclusions - (arterial adn venous occlusion), (extremely narrow iliac arteries bilaterally and previous open abdominal aortic aneurysm repair with an aorto-bi-fem graft).